Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No rewind anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston did not move upright but rocks. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they passed self test, displacement test and high pressure test but they reported that during rewind and the charge without reservoir. The insulin pump will not be returned for analysis.